Event description:
It was reported that during a da vinci surgical procedure, a broken wire was identified on a fenestrated bipolar forceps instrument. The instrument was not used on the patient. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found.